Manufacturer narrative:
Isi received the units involved with this complaint and completed the device evaluations. Failure analysis was not able to reproduce the reported failure on either unit. However, the errors were confirmed to have occurred on both units via system logs. Both units were tested on in-house test systems and both were found with no trouble found and no errors. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to take control of the instruments installed on patient side manipulator (psm) 3. The customer then swapped to psm 2 but the issue persisted. The customer then replaced the instrument on psm 3, however, the issue recurred. The customer contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system log by the isi technical support engineer (tse) found that system error code 22005 was generated and was associated with the left master tool manipulator (mtm). The tse instructed the site to reboot the system; however, the error message left master no free to move was displayed. The tse instructed the site to reboot the system again and then cycle the surgeon side cart (ssc) breaker; however the issue persisted. Unable to resolve the issue, the surgeon made the decision to complete the case using a replacement ssc. No patient harm, adverse outcome or injury was reported. The isi field service engineer (fse) was dispatched to the facility. The fse confirmed the customer reported complaint. The fse replaced the mtml and the remote arm controller (rac) to resolve the reported issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.

Event description:
On 05/01/2017 intuitive surgical, inc. (Isi) received uf importer report (B)(4) from the FDA with the following complaint description: during da vinci robot case, the master controller console stopped operating. The physician was having trouble moving the 2 and 3 robot arms to the left side, while at the console. In attempt to correct the problem, the da vinci instruments were removed and the da vinci system was re-booted. The issue was not resolved, so a new master control console was brought into the room and connected. The non-functioning console was removed for service. A representative from intuitive came to the facility two days later to repair the machine. Per rep, there may have been a communication related problem with the machine. According to the information in the uf report, the planned surgical procedure was a robotic assisted supracervical hysterectomy, s acro-cervico colpopex, altise sling cystoscopy.